Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 heater wire lifted up away from the jaw. This was noticed once the procedure was completed so the same unit was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).